Event description:
Reported that green cable error codes of l3-009 and l3-017 occurred. The unit has been evaluated for disposable and the green cable has been reviewed. The customer went through three separate probes for evaluation. There was no patient consequence reported.